Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 1.5% dextrose) therapy. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was treated with fortum (1 gm ip daily) and reflin (1 gm ip daily). The patient was not hospitalized for the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified.